Manufacturer narrative:
Complete information from patient identifier. Multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c co2 results generated on the alinity c processing module. The following data was provided (reference range used had been 22 -29 mmol/l): sid (B)(6) initial 19, repeat 22), sid (B)(6) initial 20, repeat 24, sid (B)(6) initial 20, repeat 23, sid (B)(6) initial 19, repeat 23. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined there is normal complaint activity for carbon dioxide lot 61801uq02. Return testing was not performed as returns were not available. Device history record review was performed on lot 61801uq02, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Labeling was reviewed and was found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity co2 assay was identified. Corrected found in field d4 lot no.